Event description:
The customer stated that the unit will not run on battery. This was discovered during device testing by a product distributor and no pt was involved.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Testing confirmed the complaint and investigation isolated the failure to two broken pins that connect the device to the user-removable battery. The circuit board that includes these pins was replaced. The reason that the connector pins broke could not be conclusively established. The repaired device was returned to the customer after passing acceptance testing.